Manufacturer narrative:
On june 30, 2022, a photo evaluation for the device was completed. Photo evaluation summary: upon visual evaluation of the image provided in the complaint, no apparent damage or visual anomalies were observed. Infection, manifested by swelling, tenderness, pain, and fever, may appear in the immediate postoperative period or at any time after insertion of the implant. In the absence of classic symptoms, subacute or chronic infections may be difficult to diagnose. If the infection does not subside promptly with the appropriate treatment, removal of the implant is indicated. Infection is a known complication associated with any surgery. Product evaluation concluded the reported infection occurred from a source other than the device. Infection is a known complication associated with any surgery and is referenced in our current product insert data sheet. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance. The lot number that was provided (lot number 9484261) does not corresponds to the device catalog number, therefore, we do not know the actual lot number. No manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: wound infection. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a female patient underwent a primary breast reconstruction with a 470cc mentor memorygel breast implant and experienced a wound infection on the left side post-operatively. As a result, the patient underwent explantation on (B)(6) 2022. The lot number that was provided (lot number 9484261) does not corresponds to the device catalog number, therefore, we do not know the actual lot number. A manufacturing record evaluation (mre) cannot be performed. Multiple follow up attempts have been made to clarify this information, however, no clarification has been received. If clarifying information becomes available, a supplemental report will be submitted.